Event description:
Further information was received indicating that the patient underwent revision surgery on (B)(6) 2015. The suspect lead was replaced due to lead discontinuity. The patient's vns system was tested upon connection of the new lead to the existing generator and system diagnostics returned impedance results within normal limits . It was reported that the explanted device will not be returned to the manufacturer as it was discarded by the facility.

Manufacturer narrative:
.

Event description:
It was reported that vns patient's seizure control seems to have decreased during 2015 and patient may need settings adjustments. The patient seizures were reported as been below the pre-vns baseline. It was reported that system diagnostics were performed on 10/12/2015 and high impedance result, (dcdc 7) was found. Patient device was disabled and patient referred for x-rays. X-rays were taken and were reported as showing a fracture of the wires on the patient's left clavicle and no other disruption in the electrical connection was noted. A battery life calculation using the available programming history showed approximately 3 years left until eos is yes. No known surgical interventions have occurred to date.